Event description:
The account alleged the nurse call feature was not functioning. No injuries reported.

Manufacturer narrative:
The account ordered a side communication board. No further info is available on the repair of the bed at this time.